Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Customer¿s blood glucose was 45 mg/dl. Customer's current blood glucose was 203 mg/dl. Troubleshooting was declined for low blood glucose. Customer stated needle did not penetrate the skin and sensor did not insert the skin. The insulin pump will not be return for analysis.